Event description:
It was reported that single piece toric monofocal intraocular lens (iol) with model zct rotated after implantation during post-op visit. Lens adjustment surgery was performed, iol was repositioned rotationally. No further information available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d4: catalog number: a complete catalog # is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h4: device manufacture date: unknown. Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.